Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter was not blinking when it was connected to the sensor. The customer's blood glucose was 175 mg/dl at the time of incident. The customer stated that the cannula was very small that it was not sticking out of the bottom. The sensor will not be returned for analysis.